Event description:
It was reported that the implantable cardiac defibrillator exhibited unspecified oversensing. No intervention was performed. The patient will continue to be monitored. There were no patient consequences.